Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (high 300s mg/dl) with a moderate level of ketones. A bolus of insulin was delivered to address the bg level and water was consumed to address the ketone level. The customer did not know the cause of the high bg. The customer changed the infusion set tubing/site and adjusted the temporary basal rate to address the bg level. A pump system check was performed using the current supplies on the pump and no device issues were found. Later that day, during a follow up call, the customer reported that the bg level had dropped to 202 mg/dl and a healthcare provider assisted the customer with adjusting the pump settings to help with the high bg levels.